Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the patient came back from rehabilitation 6 days after the catheter placement, it was noticed that the hub was separated from the catheter. Approximately four staff were present though, none of them witnessed the moment of separation. As it had been several days since the catheter placement, it was replaced with another manufacturer's catheter as a regular catheter replacement. There have been no adverse effects reported.